Manufacturer narrative:
Device evaluation: a medtronic representative (rep) went to the site to test the equipment. The rep replaced the mobile view station (mvs) ethernet bulkhead connector to resolve the connectivity issue between the imaging system and navigation system. The imaging system's tracker controller box was also replaced due to the left side tracker being intermittently seen by the navigation system's camera. The imaging system was then tested with the navigation system and it functioned to expectations. The imaging system passed the system checkout and was found to be performing as intended. The bulkhead connector was discarded, but the tracker controller box was returned to medtronic for further evaluation. When connected to a known good system it was found that only one of the two ports was functional on the controller. Analysis determined there was an electrical failure with the tracker controller box. This issue was documented in a hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system and navigation system were not communicating before the case. The navigation system was unable to be verified under the digital intercommunication of medicine (dicom) servers tab. The imaging system's bulkhead was bypassed and communication was established. This caused no delay to the case because the surgeon was still opening up the patient. There was no impact on patient outcome.